Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, battery test failed and no delivery. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting found that the pump could complete rewind without alarming. Customer was advised to monitor pump and call back if issues continue as it appears that the pump is working as designed.